Event description:
It was observed during device evaluation that the deflectable videoscope produced an abnormal colored image due to a damaged charged coupled device unit in the endoscope connector. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject event ¿irregular color tone of the image (the image was only magenta or green)¿ was observed, and the device did not meet the standard specifications and function. The root cause could not be identified. The probable cause of the defect was likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The instruction manual identifies the following inspection method for the suggested event which could have detected the phenomenon: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.